Manufacturer narrative:
Investigation summary: it was reported particulates were observed inside the packaging along with the luer-lock tipped syringe. To aid in the investigation, one sample in a sealed packaging blister was received for evaluation by our quality team. A visual inspection was performed and it was observed there is a loose particle inside the packaging blister; it is dust. This defect could occur when doing the cleaning of the equipment inducing this particle in the packaging bottom web nest. A device history record review was completed for provided material number 309653, lot number 0079913. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Associates were made aware of this defect and were asked to improve their cleaning activities. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed."

Event description:
It was reported that a syringe 50ml ll tip 1ml had foreign matter before use. The following was reported by the initial reporter: "on (B)(6) 2021, an individually packaged sterile syringe was retrieved for gmp use. Before opening the packaging (sterile boundary), particulates were observed inside the packaging along with the luer-lock tipped syringe. Upon observation, the syringe was not used for processing and was removed from the manufacturing floor. We have recently raised a vendor complaint from glaxosmithkline, biopharm product development & supply, gmp operations located in upper merion, king of prussia pennsylvania to becton dickinson 50ml sterile syringe (ps161472 / 202419724 / 309653 / 0079913) with debris inside packaging that is procured from thermo fisher scientific."